Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "system error" was not reproduced. A review of the event history log revealed "se 20602 monitor motor stall!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as se 20602 monitor motor stall. The cause of the condition was the evidence of a dried substance present within the inside of the door and the tubing channel. The lvp mechanism required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump alarmed system error 20602 during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.